Event description:
Customer reportedly received the following results on the performa combo system within 10 minutes: 1.2 mmol/l and 4.8 mmol/l; hi (greater then 33.3 mmol/l) and 9.7 mmol/l; 1.7 mmol/l and 6.7 mmol/l; 1.7 mmol/l and 6.0 mmol/l; 1.5 mmol/l and 3.1 mmol/l; 14.0 mmol/l and 6.8 mmol/l; 5.3 mmol/l and 24.1 mmol/l; 1.3 mmol/l and 8.0 mmol/l; 1.9 mmol/l and 7.5 mmol/l; 1.8 mmol/l and 6.3 mmol/l; lo (less then 0.6 mmol/l) and 7.1 mmol/l; 1.4 mmol/l and 3.4 mmol/l; 0.9 mmol/l, 11.5 mmol/l, and 13.3 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).